Event description:
Manufacturer's representative reported patient was unresponsive with respiratory arrest three hours after implant of pump and catheter. The patient hadd rsd spasticity in right shoulder & arm. The catheter was positioned at t5. Intrathecal drug concentrations and doses presribed: baclofen 600 mcg/ml; dose 65 mcg/day and dilaudid 24mg/ml; dose 2.6 mg/day. After implant, the hcp programmed a 2 hour priming bolus plus a 50mcg baclofen/2mg dilaudid therapeutic bolus. The patient is hospitalized and hcp was referred to a physician consultant.